Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to multiple shorted and damaged components (u405, u407, l400) on the computer/analog board. The root cause for the shorted and damaged components on the computer/analog board could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor is resetting.